Event description:
Litigation papers alleged: debilitating pain and discomfort in his hips, legs and back that is constant and continues daily, interfering with his ability to perform activities of daily living.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers alleged: debilitating pain and discomfort in his hips, legs and back that is constant and continues daily, interfering with his ability to perform activities of daily living. (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to elevated metal ion levels, alval, purulent synovitis, thickened synovial issue and a central acetabular defect. The information received does not change the MDR decision.